Event description:
After radiology tech took portable x-ray of patient, she got an error message stating that the system could not send the image. She attempted to reboot the machine which took approximately one hour. After reboot, tech still could not get image to interface with picture archives and communications system (pacs). 2nd x-ray of patient had to be taken.